Manufacturer narrative:
Unit powered up properly after battery installation. Unit received with operating currents within specification. However, unit received with corroded battery tube. No battery out limit alarms or failed battery test noted. Unit passed self, restart error, displacement, rewind, basic occlusion, occlusion, prime, force system sensor and excessive no delivery tests. No unexpected restart alarms or loss of memory noted. Unit received with broken battery tube threads, cracked case at display window corners and minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms including unexpected restart. The customer's blood glucose reading was in the 40's mg/dl at the time of incident. Customer declined the loe blood glucose troubleshooting. Troubleshooting found that the pump was cracked. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.